Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for eval. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.

Event description:
A report was received that the pt's precision system was explanted due to discomfort at the pocket site. The pt is reportedly doing well following explant.